Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the operating system to function properly throughout the evaluation. He was unable to access the personal computer (pc) card utilities. After replacing the configuration card the device functioned normally, determining that the user facility's configuration card was defective.

Event description:
It was reported that the unit displayed "could not find operating system¿ and the configuration was wiped out. No other details regarding the nature of the event were provided.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.